Event description:
It was reported that the nurse found the end of the syringe tubing broken off in the connector to the primary tubing set which caused leaking of fluid. There were no reported adverse effects to the patient as a result of this event.

Manufacturer narrative:
Correction on initial report: e.1, e.2 & e.3 additional information provided: g.3.

Event description:
It was reported that the nurse found the end of the syringe tubing broken off in the connector to the primary tubing set which caused leaking of fluid. There were no reported adverse effects to the patient as a result of this event.

Manufacturer narrative:
Correction - g4 -corrected awareness date to 2/19/2020.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the nurse found the end of the syringe tubing broken off in the connector to the primary tubing set which caused leaking of fluid. There were no reported adverse effects to the patient as a result of this event.